Event description:
End-user was walking in restaurant parking lot with cane when the device bent and she fell on her left side. The user broke her hip and required surgery. User is now in rehab.

Event description:
On 11/26/2018: a letter of representation from the user's lawyer was made available, as well as the following information: the insurance claim company involved was conferenced in with the user's son to discuss the user's claim. The insurance claim rep requested to speak with the user to talk with her about the fall. The rep spoke with the user (who is 83 years old), and she was not coherent and did not comprehend the questions the rep was asking her, and was unable to answer the questions; she was very confused. The user's son got back on the phone & the rep asked him since he was with his mother (the user) when the fall happened, would he please tell her (the rep) how the fall happened. The son said "caught on the landscaping rocks on the curb threw her on the ground" (in the restaurant parking lot the event occurred at).